Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Three hours following a successful ventricular tachycardia ablation procedure, a pericardial effusion was noted. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient remained stable throughout and was discharged from the hospital. There were no alleged performance issues with the ablation catheter.